Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The product was returned, and the issue was confirmed. Data review: on the complaint reported day, a purge disc not detected (event #402) alarm occurred and disappeared instantaneously. According to the time stamps from imc logs, the alarm was triggered because of the missing purge disc after 10 seconds since insertion of pc. The alarm condition was cleared as insertion of purge disc. Console logs from the reported day of event are consistent with complaint about controller error (yellow alarm). Console initially reported a placement signal not reliable (opm invalid signal, optical pump connected) ¿ event set #1036 alarm, indicating the pump sensor signal is invalid as optical bench reporting. Alarm #1036 revolved itself in 20 seconds, but there issued another alarm event set #1043, controller error, in few minutes. The alarm #1043 indicated the loss of communication to the optical bench. Also, it was noted that 10 days prior to complaint date, the optical bench reported bad optical parameters in imc logs. The optical bench failed to reset, hence it triggered a controller error (defective optical sensor lamp) ¿ event set #1039 alarm. Rtlogs at the complaint date and time revealed the optical placement signal and other optical parameters spiked into +16384 which is not reasonable. Device analysis: after the console arrived in danvers, it was investigated for the two reported failure modes. Few pairs of pc and purge disc were utilized, no purge disk detection problem was found. It was speculated that the alarm reported for purge disk detection was due to no insertion of purge disc on time based on the testing and imc log analysis. It is not a product malfunction. As for the controller error and placement signal unreliable, the alarms were not reproduced in engineering bench. During overnight testing in burn-in room with simulator pump and pc, the console functioned well without any failure. No abnormality was found when checking the ribbon cable connections for optical bench. The optical relating alarms were not reproduceable. Per the results of the clinical review and investigation, the root cause was most likely due to defective optical bench.

Event description:
The user facility reported for an automated impella controller (aic) that after impella insertion, a controller error alert was displayed. The aic also would not acknowledge the purge disc and was absent of placement signal. The aic was changed and the case went smoothly after changing consoles. It was unclear if a restart was attempted with the unit or not there was no report of patient harm or injury.